Manufacturer narrative:
The manufacturing records were reviewed and there no related events that occurred during the overall process for this lot. The investigation demonstrated that no related issue was recorded throughout all our manufacturing and control processes. Each lot is released based on an acceptable quality level (aql) inspection. As per the final quality inspection report of this lot, all specification criteria were conforming. The product was in conformance to our specifications and was released for distribution meeting all established quality assurance acceptance levels. A corrective/preventative action (CAPA) was opened to address complaints of a miscount of surgical gauze. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is awaiting an effectiveness check phase and as of now, no internal nc related to miscounts has been opened for this product code. Team will continue to monitor the process to ensure that corrective actions are properly working. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was received by the client therefore corrections were made to the following sections of the report: d4: lot number added.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the gauze sponge only had 9 in the pack instead of 10.